Event description:
Thew customer alleges that the mask does not make a mist.

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. However, current production samples of catalog number 41893 batch number 74c1502007 were tested according to tp-0183 used to release the production parts, and no issues were found that can lead to the condition reported by the customer. The device history record review showed that there were no issues related to this issue neither on the product nor its components during the manufacture of the material. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed due the lack of sample and no picture was provided. If the device becomes available this investigation will be updated with the evaluation results.